Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method: a femoral angiogram was not performed. The instructions for use, states: prior to use of this device, perform a femoral angiogram to verify that the device is indication for the access site. The device was used in a calcified access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of a mildly calcified and mildly tortuous unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, a strong resistance was noted when the device was attempted to be removed from the puncture site after removal of the plunger. Extra force was applied and the device was removed from the patient. There was tissue observed around the foot. The method used to achieve hemostasis was not specified. A femoral angiogram was not performed. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the device and failure to achieve hemostasis were unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure. Hemostasis was achieved using manual arterial compression. There was tissue observed around the foot; however, there was no vessel damage observed. A femoral angiogram was performed. No additional information was provided.